Event description:
Information was received indicating that during an epoch chemotherapy infusion leaking occured around the filter site. No adverse patient effects were reported.

Manufacturer narrative:
Other, other text: h10: device evaluation was completed. No product was returned for investigation. The cause of the reported problem could not be determined. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available. A DHR (device history review) could not be performed as the lot number was not provided., corrected data: h6